Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the insulin was leaking past the o rings. The customer¿s blood glucose level was 250 mg/dl-300 mg/dl and was treated with manual injection. The customer stated that they changed four reservoirs but the insulin was leaking from the bottom of the reservoir. The rubber piece the bottom of the reservoir came off and the reservoir was discarded. The customer also mentioned that the reservoir had an air bubble in the past. The device will not be returned for analysis.